Event description:
Reporter alleged discrepant results of 287 mg/dl on customers meter compared to a lab measurement of 123 mg/dl when testing was performed one test immediately after the other. Customer stated the testing was performed during a routine dr appointment for other testing not related to diabetes. As a result, no actions were taken or treatment reportedly rec'd. A request was made for the return of the suspect device and replacement product was sent.